Manufacturer narrative:
The drive support was inspected and no anomaly was noted. However, the insulin pump was received missing the end cap sticker, minor scratched display window, broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's case was cracked. The customer also reported that the device's drive support cap was flush. The customer stated that the insulin pump's end cap sticker was detached. Blood glucose level was 54 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.